Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/28/2016 with the following findings: visual inspection revealed that the keypad cover was undamaged. The down arrow keypad button was intermittently unresponsive. The keypad cover was removed, revealing that the down arrow contact was cracked. The pump casing was opened and no defects were found.

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was intermittently unresponsive. This report is made based on results of investigation completed on 12/28/2016.